Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-sep-2023. H6: investigation summary multiple samples were provided to our quality team for investigation. Upon visual inspection, the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. A device history review was performed for reported lot 2212001, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lots and found all product met required specifications. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on our quality team's investigation and sample evaluation, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during disconnection of the device. H3 other text : see h10.

Event description:
It was reported that while using the bd phaseal¿ injector luer lock n35 the needle was exposed. Patient 2 of 3. The following was received by the initial reporter: from customer: we had 3 cases yesterday where we had a phaseal malfunction that resulted in us having to remove the device and administer the chemo without the cstd attached. From what I gather the nurses reported that they tried to connect the ¿luer lock connector¿ and it didn¿t feel right when closing the connection so they attempted to remove the connector and when they did the needle on the injector was still out. I have attached a picture of what it looks like here.

Event description:
It was reported that while using the bd phaseal¿ injector luer lock n35 the needle was exposed. Patient 2 of 3. The following was received by the initial reporter: from customer: we had 3 cases yesterday where we had a phaseal malfunction that resulted in us having to remove the device and administer the chemo without the cstd attached. From what I gather the nurses reported that they tried to connect the ¿luer lock connector¿ and it didn¿t feel right when closing the connection so they attempted to remove the connector and when they did the needle on the injector was still out. I have attached a picture of what it looks like here.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.